Event description:
Boston scientific crm received info that this cardiac resynchronization therapy defibrillator (crt-d) exhibited occasional atrial oversensing of the ventricular pace and pacemaker mediated tachycardia (pmt). On the electrograms, there is retrograde conduction seen just beyond pvarp. It is noted that the atrial lead is not sensing appropriately at times, and may be dislodged. Subsequent info received indicates that the device displayed an elective replacement indicator (eri). There is no allegation against the device longevity. The atrial lead was surgically abandoned and another atrial pacing lead was successfully implanted. The pvarp was extended to prevent pacemaker mediated tachycardia (pmt). The clinician is unwilling to make any invasive changes in the atrial lead position as the lead senses and paces well approximately 98% of the time. The pt will be followed up in three months. No adverse pt effects were reported. Guidant received subsequent info that another guidant cardiac resynchronization therapy defibrillator (crt-d) and atrial pacing lead were successfully implanted.

Manufacturer narrative:
The device declared eri after experiencing two consecutive charge times greater than 18 seconds. The device passed a series of automated diagnostic tests. Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, charge times in excess of 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, analysis determined that the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.